Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that there was a suspected/potential/unknown overdischarge. No patient symptoms were reported. The manufacturing representative was on their way to meet with the patient. However, additional information received from the manufacturing representative indicated that he had not seen the patient and had not further information.

Event description:
Additional information received from a manufacturing representative reported that everything was fine. The patient had very high settings and they were having to charge for many hours. The health care provider did not know if the implantable neurostimulators (ins) were at zero.